Event description:
It was reported that a patient had a c5-c6 cervical disc replacement, after which time the mobility in the shoulder was regained, but the pain worsened. The patient reports continuous, debilitating headaches, as well as the feeling of "pins and needles" down the right side of the body and numbness of the hand causing the patient to lose control of objects. The patient also reports vertigo and seeing stars upon movement of the neck along with loss of upper body strength and loss of sleep due to pain. Treatments provided include physiotherapy, massage, acupuncture, nerve blocks, and drugs. No further information has been reported.

Manufacturer narrative:
(B)(4).